Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The reporter also stated she received an error on the meter about three months prior to (B)(6) 2020. The error was resolved by inserting a new set of batteries into the meter. At 2:10 p.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 3.2 inr. At 2:15 p.m., a sample from the patient was tested in the laboratory using stago reagent on an evolution analyzer, resulting with a value of 2.3 inr. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is weekly.